Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. . A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "e200 error" malfunction would likely be related to a broken turret due to bent gears of the turret. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that error code e200 was displayed on the light source. The issue was found during a procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the turret assembly had bent gears and did not rotate causing a e200 error to display and the front panel was broken. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.